Event description:
Complainant alleged that the emergency room clinicians were attempting to pace a patient (age and gender unknown) but although there was electrical capture, there was no mechanical capture. The complainant reported that the pt exhibited a pulse from their own inherent arrhythmia, but there was no pt pulse from the paced beat. The clinician raised both the ma and ppm setting to the highest settings, but the problem remained. The nurse then obtained another device and paced the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the pt was "in bad shape". Please reference medwatch report number 1220908-2002-00193, which documents a previous and identical malfunction that occurred with this same device on another pt.